Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. When the patient experienced a sensor error during warmup, the sensor was removed. Upon removal the patient noticed that the sensor wire was stuck in the skin. The patient tried to remove the sensor wire themselves but was not able to do this. The patient went to the hospital by themselves. At the hospital a nurse made a small incision and was able to extract the sensor wire. At the time of the report the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.